Manufacturer narrative:
The devices associated with this report were not returned. A depuy france supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address infection. One of the 30mm locking screws had two tabs broken off. All pieces were retrieved from the joint. There was also a distal humeral fracture below the stem prior to the start of the surgery. All implants were found to be loose as a result of the infection, with the cemented ones being loose at the cement/bone interface. Competitor cement was used in the primary surgery. Poly wear was also reported.